Event description:
Pfs and medical records received ad 21 dec 2022. Pc was created to capture the event. After review of medical records patient was revised due to periprosthetic infection versus metallosis reaction. Operative notes indicated that patient had tripped over her pet animal and fell on her hip. Since then, she noticed significant pain prior to revision . Upon incision, immediately gross amounts of turbid yellow fluid extruded, not completely characteristics of pus but copious in amount. The entire area was inspected and noted to be vital and not grossly infected. After complete evacuation of fluid, the hip joint itself appeared very healthy and sterile with no gross evidence of infection. An extensive metallosis with black debris also noted. Doi: (B)(6) 2011. Dor: (B)(6) 2011. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer component code: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Update 15 may 2023: received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
In addition to what was previously alleged. Pfs alleges hip surgeon extensive metallosis with black debris in the hip, lost significant amount of muscle and tissue in the hip. Leg length discrepancy 3/4 the size of right leg, pain, weak hip, weight bearing, walking difficulty, limited rom and depression. Doi: (B)(6) 2011; dor: (B)(6) 2011; left hip revision 2nd complaint.